Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a worn component. 1 device evaluation is in progress. Additional information: this device was not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 1 event had no patient involvement; no patient impact. 1 event had no information received.